Event description:
It was reported that during a clinic visit, the health care professional (hcp) observed that the cardiac resynchronization therapy defibrillator (crt-d) system had recorded an alert for this left ventricular auto threshold (lvat) test was suspended. It was noted that the patient had reported experiencing muscle stimulation. The hcp called technical services (ts) and requested review of the device stored data. Upon review, ts noted that the left ventricular (lv) lead exhibited high pacing thresholds and high out of range pacing impedances measuring greater than 2000 ohms. Ts was able to determine that the muscle stimulation appeared to have been caused by the lv lead thresholds and there was a gradual increase in impedances over the past year. Ts discussed possible causes and programming optimization options with the hcp. At this time, the lv lead programming was changed and remains in service. No additional adverse patient effects were reported.